Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that during line changes, a nurse experienced free flow of an epi infusion causing the patient's blood pressure to increase. The patient was not harmed. Penn state nursing did an internal root cause analysis at the time.

Event description:
It was reported by customer that during line changes, a nurse experienced free flow of an epi infusion causing the patient's blood pressure to increase. The patient was not harmed. Penn state nursing did an internal root cause analysis at the time.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an free flow of an epi infusion was not determined because no products or device logs were returned.